Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument would not respond to the surgeon's movement. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported that the instrument would not respond to the surgeon's movement, however, for clarification, the nonconformance was a broken pitch cable. Intuitive motion was not being experienced due to the pitch cable being broken at the distal clevis hub. The broken cable that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Electrical continuity passed. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.